Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported that a cerebrospinal fluid (csf) leak occurred and was visualized at the catheter entry to the spine. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The spinal incision was opened, a purse string suture was placed around the catheter, and the issue was considered to be resolved. The patient was noted to be "alive - no injury". The event date was noted to be (B)(6) 2017. No further complications were reported or anticipated.